Event description:
The care giver (cg) contacted baxter's technical service center regarding the homechoice machine staying at warming solution which occurred during use during drain 4 of 5. The cg had added another bag to the setup by disconnecting a bag and adding the new one to the same line. The baxter technical services representative explained that the set was then compromised, assisted to end therapy, and advised the cg to contact the hp's nurse. Baxter product surveillance contacted the registered nurse on (B)(6) 2011 and informed him of the patient's user error and contamination risk. The nurse did not know about the event, but stated that the patient's therapy had been going well since. There were no adverse effects reported in relation to this event, and the nurse would speak with the patient regarding the user error. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of user error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.